Event description:
It was reported that during a robotic mitral valve repair procedure on (B)(6) 2026, the user facility reported that a disposable surgical warmer drape was later found to have a hole. The hole was identified during post-operative clean-up after the patient had already left the operating room. The warmer drape is used to maintain sterile fluid in the surgical field; the drape was found compromised with a hole. The user facility reported that no sharp instruments were placed in the drape during the procedure. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
A plant investigation was conducted. Edhr review for lot 1315la0600 confirmed (B)(4) units were manufactured from 28-jul-2025 to 30-jul-2025 (1st and 2nd shift). The lot was manufactured and released per approved procedures with no related nonconformances, deviations, rework, or reprocessing documented; inspection records were completed per edhr with no issues identified. The reported condition could not be replicated in manufacturing because holes are not produced in the manufacturing area, no pinch points were found, and no sharp tools/objects are used in the manufacturing process. Risk assessment resulted in low risk; no escalation was required and the issue will be tracked and trended. This is the 4th reported incident of this defect for ors-300 in a one-year period; continued monitoring will be performed and further investigation will be initiated if additional reports are received. This report is submitted as a 30-day malfunction/product problem report.